Event description:
Ous MDR - boston scientific received information that this right ventricular lead was checked one day post-implant and the lead measurements were consistent with the implant procedure measurements. The patient remained in the hospital for medication adjustments; at the pre-discharge check, the pacing output had increased to 5.0v due to the pace safe feature. A manual threshold test produced threshold measurements of 3.4v. The lead had dislodged. As the pacing output had increased, and the patient was also receiving left ventricular pacing, the patient was asymptomatic due to the lead dislodgement. The lead was planned to be repositioned on the following day. Available information indicates the lead was successfully repositioned, as planned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.